Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device's tissue pad fell into the patient and they were able to retrieve the tissue pad through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.